Event description:
It was reported that the lead was explanted due to an insulation break.

Manufacturer narrative:
External insulation abrasion was noted at 37.3-37.7cm from the distal tip, consistent with lead friction to another device or heart feature. The etfe coating was intact at this location.(B)(4).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.